Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that after implanting the left ventricular (lv) lead, the guidewire and the lv lead were stuck together, and lv lead was unable to be advanced. It was suspected that thrombus was generated at the cavity of the lv lead during the procedure. The lead was not used, and a new lead was implanted. The patient was recovering.

Manufacturer narrative:
The reported event of guidewire failure to advance was not confirmed. As received, a complete lead was returned in one piece for analysis. The guidewire insertion test was performed, and the guidewire was able to be fully inserted inside the lead with no restriction/obstruction. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing was normal.